Event description:
It was reported that the patient faced an issue with the infusion set coming off due to the tape no longer being sticky. The patient stated that the infusion set came off while she was getting undressed on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Reportable Malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.